Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg is flipping in the pocket. X-rays indicated the medtronic lead had completely fractured. Surgical intervention may be pending.

Event description:
Additional information indicates the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.